Event description:
It was reported that the nail broke on (B)(6) 2012. The locking screw broke, date of event unknown. No patient information available.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.